Event description:
It is reported that patient received on unknown date a knee implant. Then after unknown date in vivo on unknown date a revision surgery was performed due to unknown reason. At this time this is the only information available.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended MDR will be submitted. (B)(4).